Event description:
It was reported via clinic notes received that the pt's seizures were slightly increased. The physician indicated that the generator is 9 years old and still working. The pt was referred for generator replacement. Surgery to replace the pt's generator has occurred. Attempts for further info and the return of the pt's generator are in progress.